Manufacturer narrative:
The investigation into the issue has been completed. The console was returned for investigation. The console logs from the reported day of event were consistent with the complaint and showed that immediately after boot-up, the console presented with controller error alarm due to defective opm lamp. This was preceded by log messages showing very low value of ¿light¿ parameter (0.53 volt), indicating no light detected by the opm optoelectronics. Issue was not resolved after power-cycling the console, but an attempt was made to use the pump anyway. However during the case start, the console kept showing error message ¿optical sensor system error¿. The pump was disconnected and automated impella controller power-cycled but the issue remained unresolved. The returned console was tested. Initial troubleshooting indicated no light coming out of optical pump connector fiber, which was consistent with reproduced alarm. Measured voltage (4.9 volt) across lamp assembly indicated that the electronics were providing sufficient power to the lamp. Due to the unavailability of spare components (lamp assembly), the entire optical bench was replaced and the issue was resolved. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. This aic was replaced with a backup aic. There was no patient harm reported.